Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and restenosis are known adverse events listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The promus 2.5 x 18 mm was filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2009, the patient underwent stenting in the pre-dilated distal left circumflex (dlcx) artery with a 2.5 x 18 mm promus stent. During the procedure, a dissection occurred with a non-abbott balloon. A 2.75 x 15 mm promus stent was implanted proximal to, and overlapping the 2.5 x 18 mm promus stent, treating the dissection. The patient was discharged on (B)(6) 2009. On (B)(6) 2011, the patient experienced cardiac chest pain requiring re-admission. The patient was found to have 80% stenosis in the overlapping stents and underwent revascularization with a drug eluting stent. This resulted in a residual stenosis of 0%. The patient was discharged on (B)(6) 2011. There was no adverse patient sequela. There was no additional information provided.